Manufacturer narrative:
MFR received date: 31 jan 2020. The touchscreen assembly was received for failure evaluation. Visual inspection of the customer returned touchscreen assembly revealed no signs of damage or contamination. Resistance measurements were performed on the returned touchscreen assembly. Further investigation revealed that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 11nov2019. Date of report: 03dec2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse confirmed that there was an area where the touch screen failed to respond. The fse replaced the touchscreen to resolve the reported issue. After this repair, periodic maintenance was performed. No other malfunctions were confirmed. Functionality tests were performed and the unit passed. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019.

Event description:
The customer reported that the upper part of the touch panel was faulty. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.